Event description:
Complainant alleged that while treating a male pt (age unk) the device delivered one delivery of energy to the pt; however, one the second attempt, the device failed to charge energy. Complainant indicated that the clinician then attempted to treat the pt again, and the device responded appropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.